Manufacturer narrative:
The device was returned for evaluation. The reported resistance with the guide wire was not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced is filed under a separate medwatch report.

Event description:
It was reported that the patient underwent a procedure to treat in-stent restenosis of an unspecified stent previously implanted in the circumflex artery. A non-abbott cutting balloon was advanced over the balance middleweight universal ii guide wire and was used first to treat the lesion. The cutting balloon was removed and the 4.5 x 15 mm nc trek was advanced over the same guide wire. The dilatation catheter balloon was inflated twice without issue. An attempt was made to remove the dilatation catheter, but the device was noted to be stuck on the guide wire. The dilatation catheter was advanced slightly forward in an attempt to free the device; however, that did not work. Both devices were removed as a single unit and there was no adverse patient effect. There was no clinically significant delay. No additional information was provided.